Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was also noted that there were puncture and kinks on the cable insulation. The device failed the leak test and the unique device identifier serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head image was dark. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that poor communication occurred temporarily due to immersion from the puncture of the cable and it led to that the image was not displayed temporarily. Per the contents of the instruction manual concerning immersion of the cable, the phenomenon can be prevented by following the description which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.